Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient refused to use the device, due to unknown reasons. There were no reports of pain or discomfort, and the patient could not specify a reason for non-use. The implanted device remains.